Manufacturer narrative:
(B)(4).

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. A non-sjm diagnostic catheter was placed in the coronary sinus and a tacticath quartz ablation catheter was used in the left atrium for mapping and ablation. At one point during the procedure, the ablation catheter was noted to be outside of the geometry near the atrial roof. A viewflex xtra ice catheter revealed a pericardial effusion, for which a pericardiocentesis was performed. The patient remained stable throughout. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). One tacticath quartz ablation catheter was returned for evaluation. The results of the investigation concluded that the optical signal properties for fibers 1-3 met specifications. Electrodes 1-4 met sjm specification requirements of acceptable resistance values with no open or short circuits detected while undeflected, deflected, and during manipulation. The thermocouples also met specifications for temperature response. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.